Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partially embedded in the lower uterine myometrium/migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "essure failure". The patient's medical history included multiparous, dysmenorrhea, pelvic pain and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("device migration/malposition essure devices"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy and excision of left labial cyst). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: approximately seven coils visible on the right and four coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: malposition essure devices. Patent right fallopian tube with free spillage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partially embedded in the lower uterine myometrium/migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "essure failure". The patient's medical history included multiparous, dysmenorrhea, pelvic pain and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("device migration/malposition essure devices"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy and excision of left labial cyst). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: approximately seven coils visible on the right and four coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: malposition essure devices. Patent right fallopian tube with free spillage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.